Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were reproduced while running a loaded set and no occlusion was present. Downstream occlusion alarms were verified through a review of the event history log and found to be a causality of an out of spec downstream sensor. The downstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion alarm when no occlusion was present. There was no known patient injury or medical intervention associated with this event. No additional information is available.